Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pump not alarming as expected could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that when setting up a secondary infusion of unasyn 1.5gm in 50ml of ns and the roller clamp remained closed the pump was pulling from the primary bag with 1000ml of rl programmed to infuse at 100ml/hr however the pump module was displaying the secondary infusion was infusing even though it was not. There is no alarm indicating the secondary infusion was not infusing as expected. There was no report of patient harm.